Event description:
It was reported by the doctor that the biomet screw fracture inside of the implant and the implant had to be removed as a result.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One osseotite implant was returned for inspection. The implant shows large signs of wear and bone tissue attachment at the threaded region. The external hex is worn down. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.